Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer received multiple inaccurate fill estimates with multiple cartridges intermittently. The insulin gauge decreased to an inaccurate fill estimate of 12 units. Reportedly, the customer filled a cartridge with 200 units of insulin. The customer's blood glucose reached 134 mg/dl. The customer re-loaded the same cartridge and received a +120 value on the insulin gauge but declined perform further troubleshooting with tandem technical support.